Manufacturer narrative:
The device was returned to olympus for evaluation and service. The evaluation confirmed the user¿s report of air/water problem due to a clogged nozzle, as mentioned in the event description. In addition, the evaluation found that the device failed the insulation at distal end cover. The objective lens was cracked. The bending section cover glue was peeled off. The biopsy channel was worn and the coloring on the suction cylinder was peeling off. The device was serviced and returned to the user facility. The investigation is ongoing, and this report will be supplemented when the legal manufacturer¿s investigation is completed and if new information is received later.

Event description:
The user facility reported that there was an air/water problem with the device. There was no patient or user injury reported. This MDR is being filed as a MDR based on the evaluation results in which the air/water nozzle was found to be clogged with foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The legal manufacture considered there was a possibility that foreign material was not removed even though the user reprocessed the device properly in accordance with instructions for use (IFU). The following is included in the IFU: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Flush the air/water channel with detergent solution" olympus will continue to monitor field performance for this device.